Event description:
Patient informed the pharmacy that her cadd legacy pump sn (B)(4) was alarming even with the batteries taken out. She was informed the pump would have to be replaced for malfunction. A new pump will be shipped to patient today. She did not have a stop in therapy as she does have a working pump infusing drug currently. No other information is known. Dose or amount: 45 ng/kg/min. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2014 to current. Diagnosis or reason for use: i27.0.